Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changed will be discussed with the following physician. Dft should be also considered. No programming changes were made yet.